Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-400-20. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this pipeline flex with shield technology device fail to open at the distal end. The patient underwent embolization treatment of a small unruptured saccular left cavernous carotid aneurysm with pipeline flex device. It was reported that pipeline device was trapped in the distal part of the catheter. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The vessel was moderately tortuous. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal and proximal ends of the pipeline flex with shield braid were found fully opened with no damage. Additionally, the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the returned device evaluation, the event cause could not be determined as the returned pipeline flex with shield braid was found fully opened with no damage. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported issues. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.